Event description:
The neurologist's office reported that the patient had been missing for some time, and the body was found on (B)(6) 2012. Per the patient's brother, the body was found fully decomposed and unidentifiable. The body was found on the side of the road and was taken to the medical examiner. Since the body was unidentifiable, the medical examiner requested from the neurologist's office the vns device information that could help in identifying the body. The vns device was used successfully to identify the patient. Follow up was performed at the neurologist's office on (B)(6) 2012 to determine if the cause of death was known. The assistant reported they suspect the patient was not taking his medications, but this is a speculation. At this time, the cause of death is still not known, and therefore no further questions could be answered. No additional information was provided. Follow up was also performed on (B)(6) 2012 with the medical examiner's office which revealed that the examiner has still not ruled anything out. The autopsy has still not been completed to date. Therefore, the cause of death is still unknown. Attempts for additional information previously have been unsuccessful to date.